Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that upon insertion of the gripper needle into the patient, the needle bent. The needle could no longer be used on the patient, and the clinician could not retract the needle into its safety mechanism. No adverse health effects reported in result of event.

Manufacturer narrative:
One used device was returned for product evaluation. The manufacturing facility performed a device history review of the lot number reported (35x261): the review showed no deviations or abnormalities related to the reported issue. The examination of the returned device showed that the trocar had a bend along its length. The bend put the trocar at approximately 70 degrees off from proper orientation. The bend in the trocar did not allow for full retraction of the trocar (as reported). The critical dimensions of the device were found to be with in specification. The examination of the returned device did confirm the bend but could not confirm how the device had been handled. While the trocar was bent, the issue could not be confirmed to have occurred due to an intrinsic device problem.